Event description:
It was reported that an alert for low, out of range, high voltage lead impedance was received via merlin.net. It was observed that the high voltage lead impedance measurements began to trend less than the lower limit two months prior. It was noted that the lead pulled back into the pocket due to twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.